Event description:
The ge oec 2600 uroview fluoroscopy system would not display an image.

Manufacturer narrative:
A ge oec service representative made a phone response and diagnosed issue as power supply. The facility engineers replaced the power supply and this did not solve the issue. It was recommended that the facility replace the image intensifier, as that would be the cause since the power supply did not repair the malfunction. No negative patient effect was caused by this malfunction. A reboot had corrected the issue, negligible time delay. The facility was unable or would not provide any patient information with respect to this issue.